Event description:
Sales rep. Was present during this case. Problems adjusting the suture tension even after turning the torque limiter (2-3 clicks counter clockwise). They even tried using the tension tuner. Bone quality was so poor they tried two 6.5 anchors (which remained in the patient) but ended case by putting in a 5.5 in an area with better bone quality. The surgeon tightened the orange knob clicking three times on the first anchor and removed the inserter. Then he implanted the second anchor in the same fashion and noticed that the sutures on the first anchor had come loose. Since the sutures were already trimmed they could not be reached for further tightening so they were removed and the anchor remains in the patient. The same thing occurred on the second 6.5 anchor. As reported, a 5.5 anchor was then successfully implanted in a better quality bone area.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).